Event description:
Boston scientific received information that during a device changeout procedure, automatic capture would not recognize loss of capture. Therefore, automatic capture was turned off. A commanded test was performed twice and no loss of capture was recognized. No adverse patient effects were noted.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.